Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the device evaluation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The device history record review confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process of this device and the device met specifications. A definitive root cause could not be determined for the issue of this device. The issue was the shortage of the cable. This occurred due to factors subsequent to the device being released. The instruction manual for the user has a section: how to identify and handle abnormalities. It contains the following information. Cause for images do not appear: · the camera head's video connector is not connected to the camera control unit. · the endoscope is not connected to the camera head. · the electrical contacts and optical connections in the video connector are dirty.¿

Manufacturer narrative:
There is no additional event information available for this event. Event date is unknown. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed. The manufactured date is not known at this time. The user¿s complaint was confirmed. Upon testing the device no image was found due to a short in a cable. In addition, the rear cover labels are faded and the rear cover packing is peeling off. The cause for the cable shortage could not be determined.

Event description:
As reported for this event, during preparation for use, the device yielded no image. There was a communication error. There was no patient involvement.